Event description:
Boston scientific received information that during the device changeout procedure, an insulation abrasion without exposure of the conductor coil was discovered on the right atrial (ra) lead. The lead was repaired with a lead repair kit. All measurements were within normal limits after repairment. Prior to repair no measurement were taken due to the system not being able to be interrogated. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.